Event description:
A physician's office reported that comparison tests were performed using contour and a competitor's meter. The contour read in the 101-108 mg/dl range, while the other meter read in the 200 mg/dl range. Depending on the readings of the competitor's meter, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No other info was provided about this event.

Manufacturer narrative:
No meter info was provided, so it was not possible to determine a manufacture date or a 510k number. The complaint info was received from the FDA. The report number is (B)(4).